Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling a "thumping" in their left side. Additional information reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.